Manufacturer narrative:
(B)(4). This lot was manufactured june 20, 2014 to june 24, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted a black particle approximately 0.01 mm in size embedded in the stress-member. The particle was not in the fluid path, it was embedded in the component material. Fourier transform infrared spectroscopy scanning was attempted, however, the particle was found to be insufficient to produce visible signals on the spectra. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was noted after compounding with meropenem. There was no patient involvement. No additional information is available. This is report 1 of 2.